Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that when the patient tried to recharge the implantable neurostimulator (ins), she got the ¿no device found¿ message. The patient also stated that it usually didn¿t take her this long to charge the ins and she was around a ¿new wave¿ technology around this time and believed that this was why she was unable to connect. These issues were discovered three days prior to the report. Troubleshooting could not be performed due to lack of access to a product, so the patient would call back with the equipment to further troubleshoot. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.